Event description:
Pt had a left ovarian cystectomy laparoscopically on january 15. The surgery was uneventful and she was discharged home. The next day, she contacted surgeon to report a "metal object" fell out of her vagina. What she described was a cone-shaped object consistent with the end of the uterine manipulator that had been used during the surgery. After investigating, it was apparent the retractable screw that locks it into place was sticking and the end was not locked into place allowing the end to detach. All of these have been pulled from our hospital. Dates of use: (B) (6) 2010. Diagnosis or reason for use: to move uterus aside during ovarian surgery.